Event description:
It was reported that the patient had severe weakness in the left leg that started 2 weeks after implant. The patient was wheelchair bound at the time of this report. Reprogramming and x-rays had been done during a meeting with the manufacturer representative. The wheelchair was stated to be due to the extreme left-sided weakness. Following the meeting with the manufacturer representative, the patient was sent for an MRI. No device allegations were made. Follow-up determined that no new information was known as of (B)(6) 2014. Further follow-up was performed to determine if any further troubleshooting had been performed, if a cause of the event had been determined, what the results of the MRI were, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).